Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 21 mmol/l. Customer stated there was no moisture damage and the battery cap is clean. Customer has an insulin pen and their blood glucose level is currently ok. Pump will be returned for analysis and will be replaced. No further details given.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery alarms or blank display was noted. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.